Event description:
The consumer alleges while in her kitchen, she initiated the elevate function and the chair would not stop elevating, which caused her foot to get stuck between the kitchen drawer and her wheelchair. This allegedly resulted in a broken foot.

Manufacturer narrative:
Manufacturer received information a user went to elevate her chair, when her foot engaged her kitchen drawer and breaking her foot. Dealer advised user reported a tilt function issue prior to this event. Dealer is currently servicing the chair. MDR filed based on alleged serious injury.